Manufacturer narrative:
Per the account, the event was caused by user error. A cover was placed on the socket of the second monopolar receptacle to ensure that an active cord is not plugged into it (note: the esu was not returned to erbe for an evaluation.). No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. To further address the issue, additional in-service work is being planned with physicians at the hospital (nurses were already in-serviced.). No trends have been identified and erbe USA, inc. Is now closing the file on this incident.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident during a colonoscopy. The active cord with a snare wire was inadvertently plugged into the socket of the second monopolar receptacle and not the socket of the first monopolar receptacle as desired. No settings were programmed for the second monopolar socket of the esu. Therefore, when activated, no output was delivered. There was significant bleeding and the patient was sent to surgery. No further information was provided regarding the patient or the patient's condition.